Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for spinal pain. The caller reported that the ins is dead. However, the patient recharged one week ago and when they ¿mash¿ on it, it worked. Otherwise, they are unable to feel the sensation. The patient noted that they met with a manufacture representative (rep) about 4 months ago to reset it. It was a suspected to be for reprogramming and not for a recovery of an overdischarge. The patient was redirected to follow up with their healthcare professional (hcp) and may call for physician finder information. It was unclear if a therapy issue or recharge issue was occurring so the event date was put as 2017. No further complications were reported/are anticipated.